Event description:
Report provided by the end user states that they have experienced 100 percent redness and itching under the tape border; the skin is intact and non draining. The end user states that sometimes there are small pimple like areas. The end user were an abdominal binder during the day. Uses name brand ostomy products, soap and an ostomy powder. The end user changed the brand of ostomy powder being used and is changing the wafer more often. Pt outcome was not noted.

Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.